Manufacturer narrative:
The lot for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that one day following ivc filter implant, after extensive mechanical thrombolysis had been performed, a venacavagram taken prior to the planned filter retrieval identified two filter limbs perforating the wall of the ivc by approximately one centimeter. Four days post implant, the filter was successfully retrieved.